Manufacturer narrative:
Additional information d9, h3, h6, and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified multiple air in line messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred in the intensive care unit upon power up. There was no patient involvement. No additional information is available.